Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# n192955003, implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 500 mcg/ml fentanyl at 130.53 mcg/day and 35.0 mg/ml tetracaine at 9.137 mg/day via an implantable pump for non-malignant pain. It was reported that a catheter event was alleged. The patient was having leg issues. They wanted to know if they could put distilled water in the catheter rather than operate. They were to decrease the patient's medication in the pump and put her on oral medications. The issue had started "a few months" ago. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.